Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first device was fully recaptured and a second device was successfully placed. No pericardial effusion was noted during or at the end of the case. Patient was transferred to recovery unit and approximately 3 hours post procedure, patient developed dizziness and hypotension after a bowel movement that persisted. An echocardiogram was performed for which pericardial effusion and cardiac tamponade were discovered. The patient was transferred to the operating room where a cardiac window was successfully performed. The patient has since been discharged home.